Manufacturer narrative:
Additional information: b.5., g.1., h.6. Further information from the reporter regarding the event, product information, and patient details has been requested. No additional information is available at this time.

Event description:
Additional information received clarifying the event as the healthcare professional feels "the stents may not deploy as smoothly as they used to" and the procedure is not "a straight forward 5 minute xen case like I was used to before."

Manufacturer narrative:
Further information from the reporter regarding the event, product information, and patient details has been requested. No additional information is available at this time. The event of not seeing an "immediate large bleb under" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported that when they used the new xen 45 gel stent injector (on an unspecified eye), they are not getting the same flow and immediate large bleb they were used to seeing when using the old injector.